Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
It was reported a surgical intervention to resolve a scaring at right total knee arthroplasty with snapping lateral scar band bicep femoris tendonitis.